Event description:
Balloon pump not maintaining pressure as a result of "eigh leak alarm". Patient maintained on manual and autopurge - until switched on to another pump. Different pump maintained balloon pressure without difficulty, however, the patient later expireddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: component failure, material degradation/deterioration. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.